Manufacturer narrative:
The info received by the MFR from the clinician is incomplete. However, the co's evaluation of this event (based on existing info) gives the company cause to conclude that this event is a known inherent risk of the procedure. The MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature. Despite requests for addlitonal info concerning this event, the clinician has not submitted the info needed for evaluation. Therefore, no detailed evaluation was able to be performed by the MFR.

Event description:
Clinician reported that an endosseous dental implant failed and was removed. Clincian has been requested to send add'l info regarding the event.